Event description:
Report rec'd through pharmacy; employee opened a tote and picked up a syringe box and was stuck with an uncapped syringe sticking out of the box. Employee sent for bloodwork and rec'd a tetanus shot.

Manufacturer narrative:
Unable to conduct quality investigation, prod has not been returned. If prod is returned, an eval will be conducted. Complaint history review conducted on the lot reported (8014755) has yielded no other complaints on this lot. Reg compl will continue to monitor trend reports.